Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump displayed "no message" error alarm. It was reported that when the customer detached the cassette from the pump and attached again, the alarm stopped. No patient injury. No reported adverse effects.